Event description:
It was reported that oversensing was noted on the EKG. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded exposing the sensing coil between 22.1 cm and 22.5 cm from the connector pin which could have resulted in noise. The damaged proximal insulation was caused by friction to the implantable cardioverter defibrillator (ICD) can.